Event description:
Info received that the head end of bed will not go up. No injury reported.

Manufacturer narrative:
Tech found the bed in bed shop storage. Head end of bed will not go up. Bed hi-lo head goes up very slowly, lags hi-lo foot by several seconds. Replaced hydraulic manifold assembly to resolve this issue.